Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager had unlocking issues. Pyxis gave the prompt of it was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Correction: section d unique identifier (UDI), medical device serial, medical device model and section h device manufacture date, manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the wire connections caused the issue. A field service engineer reset the connections and re-tighten wire harness connectors to ensure a strong connection. Customer was able to successfully recover storage space multiple times without a single failure occurring and user application. Fse was also able to test in hardware testing application for functionality passing all test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager had unlocking issues. Pyxis gave the prompt of it was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.